Event description:
Pump was reported to have declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Cts offered tips for preventing altitude alarms, which the caller understood and acknowledged. Insulin delivery was resumed with the original cartridge without needing a replacement.